Event description:
Patient returned from or with audible air leak. Cuff was found to have leak when trach was changed. No problems were noted with newly inserted trach.

Event description:
Patient returned from or with audible air leak. Cuff was found to have leak when trach was changed. No problems were noted with newly inserted trach.